Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, the implant depth was acceptable, but moderate paravalvular leak (pvl) was noted. The implant team felt that the device was not providing enough of a seal, so a second corevalve was implanted valve-in-valve to provide more radial force, which resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Manufacturer narrative:
Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pr e-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The reported information did not indicate a manufacturing issue. The issue was successfully resolved through implant of a second valve, and no other adverse effects were reported.